Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located at mildly tortuous superior cerebellar artery. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon was selected to dilate the lesion. During the procedure, it was noted that the non bsc guidewire successfully crossed the lesion. However, when the balloon was inflated, it was noted that the device ruptured at 6 atm for 6 seconds. No components of the device was left inside the patient's body. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.